Manufacturer narrative:
In an aortic valve replacement, such as occurred with this event, surgeons remove the patient's diseased aortic valve leaflets and take a measurement of the aortic annulus in order to determine the proper size of prosthetic aortic valve to be installed in the patient. Next, a series of sutures are placed around the aortic annulus. Those sutures are then placed through a sewing cuff of the selected prosthetic aortic valve, and the replacement valve is slid down the sutures into contact with the aortic annulus. Next, the surgeon will secure each suture, either by hand-tying a knot or by using an appropriate fastener and then removing the excess suture tails. The cor-knot mini® device is used for the approximation of soft tissue and prosthetic materials, and in the case of the reported procedure, it was used by the surgeon to secure the sutures around the prosthetic valve sewing cuff. It is helpful to understand how a cor-knot mini® device works. A cor-knot® titanium fastener is loaded into the distal tip of a cor-knot mini® device, and a snare is used to pull the ends of a suture through the loaded titanium fastener. The distal tip of the cor-knot mini® device is slid gently over the suture (which is initially kept partially tensioned by the user) down to the targeted site where the suture is desired to be secured. With the distal tip of the cor-knot mini® on the prosthetic sewing cuff, the surgeon uses one hand to apply sufficient suture tension to hold tissue and prosthetic in appropriate apposition, and then the other hand to squeeze a lever of the cor-knot mini® device until it stops, maintaining the device tip's position and holding the lever for one second. This crimps the titanium fastener onto the suture. The suture is gently tugged to cut free both suture ends, and then the cor-knot mini® lever is released fully to release the crimped cor-knot® titanium fastener. The cor-knot® fastener will securely hold the suture in whatever position the surgeon places the fastener and at whatever tension the surgeon has set by hand for the suture prior to the squeezing of the device lever. The cor-knot mini® devices used by the hospital were returned to lsi for evaluation. Lsi was also supplied with one hand-tied suture and 13 crimped cor-knot® titanium fasteners with their respective sutures. It is our understanding that the returned sutures with their securely attached titanium fasteners were the ones initially used to secure the patient's prosthetic valve, and which were subsequently removed by cutting the suture. We observed that every one of the crimped titanium fasteners was securely holding the suture therein, and the suture tails extending out of each of the titanium fasteners was of an expected length, showing no signs of suture slipping. Furthermore, we tested the returned cor-knot mini® devices and determined them to be working properly and within specification. Test titanium fasteners crimped by the returned devices were exhibiting appropriate suture holding strength. We concluded that the returned cor-knot mini® devices were working as expected and that there was no manufacturing defect. Additionally, the returned titanium fasteners were holding the suture from the procedure as expected. With regard to the subject event, the hospital reported loose stitches on the sewing cuff. Since the cor-knot mini® devices and the returned titanium fasteners used in the procedure have been shown to be working properly, our conclusion is that some titanium fasteners were crimped onto the suture in a position where there was not sufficient tension set by the user on the suture prior to crimping. The cor-knot® titanium fastener will secure the suture at the desired location and tension set by the user, but the user is responsible for setting the position and the desired tension. If the cor-knot® fastener is applied to the suture when the device tip is not placed against the prosthetic sewing cuff or when insufficient tension is set, then the fastener will hold the loop of suture at the selected position, which could be a loose position. This conclusion is also supported by the fact that about half of the returned suture pieces held by the crimped titanium fasteners were significantly longer than the others, suggesting that the cor-knot® titanium fasteners were crimped at a location which would not securely hold the prosthetic valve. We note that the cor-knot mini® technology guide includes the following precaution: "do not squeeze the purple lever of the loaded cor-knot mini® device until the cor-knot® fastener has been appropriately positioned directly upon the tissue or prosthetic material and the suture accurately tensioned at the target site." Our evaluation demonstrated that the cor-knot mini® device and fastener did not malfunction. Instead, the fastener appears not to have been appropriately positioned upon the prosthetic material and/or accurate tension was not applied to the suture.

Event description:
Hospital reported loose stitches on the sewing cuff of a 25mm prosthetic aortic valve. The 25mm prosthetic valve was removed and replaced with a 23mm prosthetic valve. As such, additional operative time was required while the patient was on cardiopulmonary bypass with the heart cross clamped.